Event description:
A customer reported he received the following erratic readings on his blood glucose meter within 10 minutes: 396 mg/dl and 91 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once the device is returned and investigation is complete.